Manufacturer narrative:
(B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The DHR for lot 13077 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Only event year known: 2023. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information provided: were there any patient consequences? Nausea, linx device shown to be open on x-ray. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records provided indicate patient underwent a successful hernia repair and linx implantation of a 14 bead device. Approximately four years later, patient underwent a follow up pulmonary evaluation for a history of asthma and chronic obstructive pulmonary disease. This evaluation included a routine chest xray. The xray indicated an abnormality of the linx device. Patient states he does have very rare reflux symptoms, but are generally related to eating spicy foods and relieved by eating tums. Pt underwent barium swallow indicating an issue with the linx as well.